Event description:
(B)(4). I have had depression, pain, weight gain, bloating, speech problem, speaking backwards, anxiety and feel short of breath, unusual blood test results,and overall sick feeling.

Event description:
(B)(4). A few years later, the pain became unbearable. My teeth became to crumble and break, I constantly felt heavy and lethargic and that made it hard to provide for my family. I've had many other problems such as not being able to sleep, memory loss , constant brain fog and other problems in addition to the ones previously mentioned in my first post. I finally was approved for surgery (B)(6) 2016 to remove my tubes with essure and although its only been just over 3 months the pelvic pain is gone and I'm able to sleep. Hopefully my other symptoms will improve as well but some seem to have caused an auto immune disorder I'll probably have to learn how to live with the rest of my life.